Event description:
It was reported that during an appendectomy procedure, to dissect the edge of the appendix, the active blade broke spontaneously. The active blade fell into the abdominal cavity. The tip was retrieved by a grasper. There was no metal in the field. Procedure completed with another device and the surgery last 10 more minutes. There were no complication for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a patient underwent a laparoscopic primary incisional abdominal hernia repair procedure on (B)(6) 2010, and mesh was placed using intraperitoneal onlay mesh technique. On (B)(6) 2010, the patient returned with pain and a second procedure was performed. The surgeon discovered that some areas of mesh fixation came loose and the mesh needed to be removed. The mesh was frayed at some of the areas where the tackers were placed. Minimum adhesions were loosened and the mesh was removed and replaced with a different kind of mesh. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.